Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4) field evaluation and failure investigation: a carefusion field service representative (fsr) performed an initial evaluation on the device at the facility. The fsr duplicated the reported issue and repaired the device. The suspect component was returned to carefusion's failure analysis lab (fa) where a failure investigation was performed. The fa lab visually inspected the components and found a broken cable to the control board. Power source testing of the backlight inverter board and the control board was performed. The results of the investigation could not duplicate the reported customer complaint, at this time the root cause is undetermined.

Event description:
The customer reported the screen on this avea ventilator does not power up. The customer reported that the screen was blank. The customer stated that this unit was not on a patient.